Event description:
The customer obtained a non-reproducible, lower than expected, vitros phyt result (11.03 vs. An expected result = 19.96 ng/ml) from a single patient sample using a vitros 5600 integrated system. The affected result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, there was no impact on patient treatment as the affected result was questioned by a healthcare professional. The customer repeat tested the sample and a corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected, vitros phyt result was obtained on a vitros 5600 integrated system. The investigation was unable to determine a definitive root cause. A pre-analytical sample processing issue, an instrument sensitivity affecting vitros phyt performance or a reagent related issue cannot be ruled out as contributing factors.